Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance of greater than 3000 ohms. The physician decided to schedule an early follow-up visit for patient because the lead impedance showed a tendency toward breakage. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. H6 impact code field has been corrected.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance of greater than 3000 ohms. The physician decided to schedule an early follow-up visit for patient because the lead impedance showed a tendency toward breakage. This rv lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the root cause of high out of range pacing impedance is not confirmed but suspected to be incomplete connection. Additionally, the spontaneous pulse is 50-60 beats per minute, the next outpatient visit is scheduled in about one month to observe the trends in the data.